Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one device for evaluation. Visual examination of the device confirmed a ruptured bladder. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient use. According to the customer, the device was connected to the patient to receive 250ml of candidas (caspofungin) in sodium chloride (concentration 9mg/ml). There is no report of patient injury or medical intervention. No additional information is available.